Manufacturer narrative:
Concomitant devices: 6f terumo guiding sheath, cruise guidewire, prominent microcatheter. During percutaneous transluminal angioplasty (pta) an aviator balloon ruptured at 12 atmospheres upon its second inflation. There was no patient injury reported. The target lesion was the right common femoral artery which was de novo, 99% occluded and heavily calcified with mild vessel tortuosity. Access was via the left femoral artery and the approach was made by a 6f guiding sheath. The lesion was crossed by a guidewire with the help of a micro catheter. A 0.014¿¿ 4.0x 20 142 cm aviator plus was delivered over the guidewire, but it couldn¿t cross the lesion due to the vessel characteristics. Hence it was exchanged for a different 2x 20mm non-cordis balloon and the lesion was dilated. The aviator plus balloon was inserted again and the lesion was crossed at this time. The balloon was inflated at the lesion twice by an unknown deflator but it ruptured at 12 atmospheres during its second dilatation and was removed without any other issues. A non-cordis balloon was used instead and the procedure was completed successfully. The contrast to saline ratio was unknown. The procedure was completed successfully using a non-cordis balloon. One non sterile catheter aviator plus .014 4.0x20 142cm was received coiled inside a plastic bag. The balloon was previously inflated and deflated. No other damages were noted in the device. A leak test was performed and a pinhole was noted in the shaft. Sem results showed that the shaft presented evidence of scratches and cutting pattern. This damage could be induced by a sharp tool since the characteristics observed are related to these types of damages. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst burst-at/below rbp reported by the costumer was not confirmed since the leakage is found in the shaft. The cause of the shaft leakage found could not be determined. Based on the information there are vessel characteristics (99% occluded, heavily calcified) and procedural factors (difficulty crossing the lesion, reinsertion of the balloon catheter following pre-dilation) which may have contributed to the difficulty experienced by the customer. Neither the DHR review nor the product analysis suggest that the failures experienced by the customer could be related to the manufacturing process, controls are in place to prevent defective balloons from leaving the facility. No corrective action will be taken at this time.

Event description:
As reported by the affiliate, during percutaneous transluminal angioplasty (pta) the aviator balloon ruptured at 12 atm its second dilatation at the right common femoral artery. The procedure was completed successfully using a non-cordis balloon. Pta was performed on a 99% occluded lesion in the right common femoral artery. The lesion was de novo and heavily calcified with mild vessel tortuosity. The length and diameter of the lesion was unknown. The access site was left femoral artery and the approach was made by a 6f 55cm destination terumo guiding sheath. The lesion was crossed by a cruise guidewire with the help of a prominent micro catheter. A 0.014¿¿ 4.0x 20 142 cm aviator plus was delivered over the guidewire, but it couldn¿t cross the lesion due to the vessel characteristics. Hence it was exchanged for a different 2x 20mm non-cordis balloon and the lesion was dilated. The aviator plus balloon was inserted again and the lesion was crossed at this time. It was inflated at the lesion twice by an unknown deflator but it ruptured at 12atm during its second dilatation and was removed without any other issues. Therefore a non-cordis balloon was used instead and the procedure was completed successfully. The contrast to saline ratio was unknown. The current status of the patient is fine. The product was clinically used and will be returned for analysis. The preliminary comment on product return and analysis report indicated that there was leakage in the shaft of the catheter in addition to the balloon rupture. There was no reported patient injury.